Manufacturer narrative:
(B)(4). CAPA: the events of nodule, swelling and emotional distress are addressed in the labeling. The event suicidal ideation are unlabeled, but assessed as unlikely related to treatment. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment:pharmacovigilance comments: the event of suicidal ideation was assessed as serious, unexpected and unlikely related to the treatment with sculptra. There is insufficient evidence of a link between sculptra and suicidal ideation or severe psychiatric disorders. The non-serious events of emotional distress, implant site nodule and swelling of face were expected and possibly related. This case meets the criteria for expedited reporting to regulatory authorities. Additional comments: the device was not made available to the manufacturer for testing. Device not returned to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 19-feb-2017 by a consumer which refers to a female age unknown. The patient's medical history, concomitant treatments, allergies and past filler history was unknown. On (B)(6) 2016 the patient received 3ml of sculptra aesthetic injected into the smile folds and 6 ml into the tear troughs with unknown needle and unknown technique. On (B)(6) 2016 the patient received 3ml of sculptra aesthetic injected into the smile folds and 6ml into the temples with unknown needle and unknown technique. Approx 1 month later, in (B)(6) 2016, the patient experienced a small [sic]nodus/ nodule(implant site nodule) at side of her left eye which was visible, and a few big [sic]nudus/ nodules in the smile folds which were not visible. Approx 3 months later, on (B)(6) 2017, the patient experienced her face started to puff/ swelling face(swelling face). It got worse and worse. She felt the physician may have injected in the wrong places. She felt like a few days after the injection: swilling[sic]/swelling. On an unknown date the patient experienced feel shame(emotional distress), she quit her job and was on the edge of suicide(suicidal ideation) every day when she looked in the mirror. Treatment for the adverse event included benadryl [diphenhydramine hydrochloride] unknown dosage taken on an unknown date, with no relief. Outcome at the time of the report: edge of suicide was unknown. Nodule was not recovered/not resolved. Swelling face was unknown. Feel shame was unknown.